Manufacturer narrative:
(B)(4). Batch # m5544p. Photographic analysis: upon visual inspection of the picture, a foreign matter appears to be inside of the sterile package; the foreign matter appears to be from the same color of the device. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The analysis results showed that one gst60g cartridge reload was returned inside its sterile package and with 5 drivers out of position making the reload non-functional. In addition, the cartridge pan was noted to be dislodged at right proximal side. Although no conclusion could be reached on what caused the drivers to be out of position. It is possible that the damaged happened during transit. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, staple drivers loose in un-opened reload packaging, new device used. No delay to procedure. There were no adverse consequences for the patient.